Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) was replaced due to an allegation of premature battery depletion. It was also noted that the left ventricular thresholds were chronically high. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this event will be updated.

Event description:
---

Manufacturer narrative:
This device has been returned and will be undergoing analysis. Upon analysis completion this event will be updated.

Manufacturer narrative:
Upon undergoing detailed analysis at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Based on the programmed parameters and device usage the device exceeded longevity expectations. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.